Manufacturer narrative:
H6 investigation: a device history review was conducted for lot number 9168746. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text: see h10.

Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte-cap y leaked. The following information was provided by the initial reporter: on november 3, 2020, the nurse opened the package during normal operation. The nurse found leakage at the connection between the catheter tubing and the needle during normal drainage, and stopped using it in time. Replaced with a new indwelling needle. No abnormality was observed under correct operation. Close during infusion and pay attention to patient status.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte-cap y leaked. The following information was provided by the initial reporter: on november 3, 2020, the nurse opened the package during normal operation. The nurse found leakage at the connection between the catheter tubing and the needle during normal drainage, and stopped using it in time. Replaced with a new indwelling needle. No abnormality was observed under correct operation. Close during infusion and pay attention to patient status.